Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). Conclusion: -off-label use [anterior endothelium chamber depth < 3.0mm (2.96mm) ]. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -11.5 into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was explanted due to low vault.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).